Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. The implantable cardiac monitor could not be interrogated. On (B)(6) 2015, the device was explanted and replaced.

Manufacturer narrative:
Final analysis found a battery anomaly which contributed to the reported complaint.